Event description:
It was reported that the burr was entrapped on the guidewire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, the burr and wire were advanced proximal to the lesion. When the advancer knob was slid back the rotapro and rotawire drive also moved back. The physician tried to advance the wire forward, however, the wire would not move, and it was noted that the burr was stuck on the wire. The procedure was completed with another of the same device. The patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotawire drive. The rotapro device used in the procedure was returned with the rotawire within the device. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that the rotawire was kinked 125cm from the proximal end. The advancer used during the procedure was returned and used for analysis. The returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the returned rota device due to a kink in the rotawire.

Event description:
It was reported that the burr was entrapped on the guidewire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, the burr and wire were advanced proximal to the lesion. When the advancer knob was slid back the rotapro and rotawire drive also moved back. The physician tried to advance the wire forward, however, the wire would not move and it was noted that the burr was stuck on the wire. The procedure was completed with another of the same device. The patient was in good condition post procedure.